Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). The gas blender was requested back for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system alarmed during set up. The customer was not able to clear the alarm. There was no patient involvement.

Manufacturer narrative:
The s5 gas blender system was returned to livanova (B)(4) for further investigation. During the evaluation the reported issue could not be confirmed or reproduced. The device worked according the specification. As the issue could not be reproduced or confirmed, a root cause was not identified.